Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identification was reported as: (B)(6). G5 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with expert tibial nail protect on (B)(6) 2012. Reportedly the patient experienced hospitalization (date unknown) due to dynamisation possibly related to the device or possibly related to the procedure. Reported treatment was laboratory for surgery and radiology. No further information was provided or available. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis